Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the patient had a fast atrial and ventricular episode that was reported on diagnostics as a monitored ventricular tachycardia (vt) episode. The physician felt that this is reporting false information and data could be misinterpreted depending upon the experience of the follow-up physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.